Manufacturer narrative:
The investigation for the reported access site bleed and thrombus has been completed. The device nor sufficient clinical information was returned for evaluation. The root cause of access site bleeding was determined to use issue because it was mentioned that the bleeding issue was resolved after angle matching. As the necessary clinical information was not provided and the device was not returned, the root cause of the thrombus was not determined. Potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ to conform to updated procedures, sections d6 and h10 have been revised with updated information.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The complainant reported that the patient on impella 5.5 support developed hematoma at the impella access site. Heparin was held and the patient had a washout of the 5.5 pocket. Additionally, a social media post stated that the patient was taken to the operation room for a procedure due to clots from the impella. The patient is stable.